Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels up to 274 mg/dl the customer would bolus and deliver manual injections to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer is a new pump user and stated that elevated bg level could be due getting used to the change. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.